Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the pacing lead had perforated the patient's myocardium. The lead is scheduled to be revised. No further patient complications have been reported as a result of this event.